Manufacturer narrative:
(B)(4), date sent: 9/26/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. Upon evaluation of the reload, there were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. No functional test could be performed due to the condition of the reload. In addition, no device was received for analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload was received fully fired. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 179c74, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, after the device 2nd fire, noted that the staples were not formed well, which caused bleeding. The surgeon used ligation to control the bleeding. No other information can be provided now.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue with significant bleeding and staples in the tissue. However, due to tissue on staples line proper/improper form of staples cannot be determined. In addition, a suture was noted based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device history review a manufacturing record evaluation was performed for the finished device lot number a9d44y, and no non-conformances were identified additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient consequence: bleeding. What is the most current patient health status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.